Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized but did not specify their blood glucose level. The customer reports that the insulin pump was not delivering insulin. The customer did not indicate a form of treatment. The customer did not report if they were wearing the insulin pump during the hospitalization. The customer reports the no delivery was resolved by changing the insulin pump infusion set. The customer declined troubleshooting. The insulin pump will not be returned for analysis.